Event description:
It was reported that the patient presented in the ER after receiving high voltage therapies. Upon interrogation, an alert for possible output circuit damage was received. Low hv lead impedance was noted on the trend. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the reported output anomaly. An arc mark was observed on the ICD can. Output circuit damage was found during bench testing. It is suspected the lead was shorted to the can causing a low impedance path that resulted in damage to the output circuitry. All low voltage device functions were normal.